Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that insulin was squirting out of the insulin pump. The customer stated they were disconnected during the prime. The customer stated the piston continued to move forward after reservoir contact and insulin began to squirt out. The customer stated numbers did not appear on the screen and no beeps were heard. The customer did not report any issues with the insulin pump. Customer's blood glucose was 66 mg/dl. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin function properly during rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement test. No prime fill anomaly noted during our testing. The insulin pump passed self test, a21 test and all operating current test were normal. However, the insulin pump was received with cracked reservoir tube lip.